Manufacturer narrative:
Product ID: 3889-28, lot# va19c6j, implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient first noticed the lead coming loose at the end of 2017. The patient noticed they were losing control of their bladder and would go to the bathroom in their pants, wet the bed, leak, and also could not empty their bladder. The patient was not sure why it went bad. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot#: va19c6j, implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 04-aug-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient said their lead got loose and they got a new one. No patient symptoms were reported. No further complications were reported or anticipated.